Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) and was received with the related device. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination) and a kink in the sheath located 11 mm from the tip. The damage to the tip of the device is consistent with the device being used in a procedure with a full recapture of an implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 20 march 2018. It was reported the closure device was not stable. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system and a watchman ® access system were used. The closure device was deployed, but the laa was too shallow and "lobulated". The closure device was not stable during the tug test, so it was fully recaptured and removed from the patient. The closure device was exchanged for a 33mm closure device to complete the procedure successfully. There was no issue reported for the access system and there were no patient complications. However, device analysis revealed inner liner delamination on the tip of the access system.